Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a procedure, surgeon implanted a zero-p plate and 4 screws at c4-c5 above an existing fusion at c5-c6-c7. He then placed a vertebral spacer-cr lordotic above the zero-p and supported it with a vectra plate and screws at c3-c4. The inferior screws of the vectra plate pulled out of the vertebral body and the zero-p plate became subluxed and the patient was returned to the o.r. For revision. Surgeon removed all synthes hardware along with the existing hardware from the previous fusion. Surgeon then did a two level corpectomy where the synthes hardware was originally placed and implanted another MFR's 'stackable' cages and supported with a plate. This report is #2 of 2 for the same incident.